Event description:
Customer reported lock up on the system. The system did not fluoro or record until it was reset. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow up report will be issued when the investigation has been completed.